Manufacturer narrative:
This unit has not been upgraded to version 1.69. Customer not sure if they are sending in for repairs. This complaint is related to: MDR # 1828100-2015-00174, MDR # 1828100-2015-00175, and MDR # 1828100-2015-00177.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the partial pressure of oxygen (po2) value was drifting on the blood parameter monitor (bpm). The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: according to the perfusionist (ccp), this is an older unit (purchased around 1999) and he has seen issues with po2 accuracy lately. The shunt sensor is calibrated with the 540 calibrator prior to cpb. According to the ccp the po2 value of the bpm is 12-15% lower than the lab analyzed value. Even through improvement is seen after the in-vivo recalibration is completed, the ccp claims the bpm continues to display lower po2 than the lab consistently. The cpp is aware of the issue during the case and takes add'l lab samples prior to any pt treatment. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.